Event description:
It was reported that during a laparoscopic cholecystectomy procedure when firing the clips were crossing over. Non-alignment of clips leg resulting in clip falling off. Titanium clips were used to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned in good visual condition and partially cycled. In an attempt to perform functional testing, the cycle was completed and the device fed one clip, which was removed in order to measure jaws width. The device was cycled and fed and formed eleven clips as intended; finally the instrument locked out. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).